Manufacturer narrative:
A getinge field service engineer evaluated the iabp, and replaced the safety disk. The fse found the errors related to the pneumatic module. To fix this issue, the fse replaced the pneumatic module and performed the 30 psi calibration and the pressure regulator calibration. The functional checks were completed and the iabp unit is operating within specification. The unit was the release for clinical service.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) had a gas leak. In the iabp diagnostic logs the iabp generated a "gas loss in iab circuit alarm". When the iabp frequency was selected to 1:2, the user said the pump dropped the ratio to 1:3 on its own , and then back to 1:2. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Additional information has been requested. A supplemental report will be sent upon receiving this information. (B)(6).

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) had a gas leak. In the iabp diagnostic logs the iabp generated a "gas loss in iab circuit alarm". When the iabp frequency was selected to 1:2, the user said the pump dropped the ratio to 1:3 on its own , and then back to 1:2. There was no patient harm and no adverse event was reported.